Manufacturer narrative:
D4 updated/corrected. The investigation is still ongoing.

Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial manufacturer device report. D6a and d6b should have been left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 58-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella was inserted for ventricular support during a percutaneous coronary intervention (pci). During the procedure, while in auto-mode, the automated impella controller (aic) console had a "console failure" alarm, and the placement signal and left ventricle (lv) signal were lost. The aic was switched to a new one and all waveforms were visible. While on support, the device functioned at p-6 at 2.3l/min. The post-procedure outcome is unknown. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.